Event description:
(B)(4). My health began to slowly decline. Began with high blood pressure and then unfolded into several issues. Upon removal of my uterus from all the discomfort I've had the doctor acknowledged that 1 of the coils had migrated into the uterus and I also developed endometriosis.